Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas stating there was an intermittent power issue with the pump and the patient experienced a blood glucose (bg) value of 304 mg/dl with moderate ketones. The patient reportedly felt dizzy, had a stomach ache with nausea. The patient reportedly was treated via correction injection. The pump reportedly started rebooting the night of (B)(6) 2013, the patient disconnected from the pump and when she awoke the following morning she experienced the bg event noted above. The reporter reportedly changed the batteries several times and the pump would still not hold power. It was noted that there was a crack in the battery compartment, there was something brown in the battery compartment and the reporter cleaned it with a q-tip. The battery cap reportedly was unable to secure to the pump and it was 2 months old. It was unknown as to whether or not that pump emitted a low/replace battery alarm. Customer support (cs) advised the reporter that the battery cap should be replaced every 3 to 6 months. This complaint is being reported due to the patient experiencing a hyperglycemic event while using insulin pump therapy and due alleged power issue with the pump.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history shows multiple instances of the pump rebooting following replace battery alarms. Visual inspection shows moisture and corrosion in the battery compartment and on the battery terminal. The battery compartment was found to be cracked at the threads. A test battery cap was used during investigation and the cap was found to hold electrical connection with the pump. The pump was able to power on properly and was found to be delivering accurately. The pump was exercised for 24 hours with no issues. Unrelated to the event the display was found to be dim and faded.